Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient felt shocking and a really sharp pain about 3-4 inches below where their ins was implanted, which started last night. It was noted this sensation was not constant and lasted for about 40 seconds then dissipated. The patient was unsure if this was related to their sciatica or from doing exercises on monday. It was noted the patient was not doing anything for two weeks while their implant was healing. The patient decreased amplitude and this eliminated the uncomfortable stimulation. No further complications were reported/anticipated. Additional information reported on 2017-03-03 that the patient it was totally a misunderstanding on the patient¿s part. The patient thought the higher the number was more success treatment. The patient indicated the intermittent shocking/sharp pain around the ins was resolved under fully understanding of the process to take.

Event description:
Additional information was received from the patient. Patient supplied their weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.